Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a procedure using the robotic arm interactive orthopedic system (rio) implants. During pre-surgery checks, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities. And the case was delayed until a second (rio) became available. The case was then completed successfully.

Manufacturer narrative:
Reported event: cpci motion control assembly 3.0 mps reported a "pld watchdog error" failure. Method & results: -device evaluation and results: device evaluation was performed and the cpci motion control assembly 3.0 event was confirmed. -device history review: a review of the DHR associated with rob 059 found qips passed with no notes or comments. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the cpci motion control assembly 3.0 "pld watchdog error" failure. There have been 1 other event for the referenced catalog number (pr ID #: (B)(4)). Trend request for this part number has been submitted (trend request #813). Conclusions: upon receipt, the device was inspected per tsp-0020 cpci motion control assembly; mss reported "pld watchdog error" before case started. The cpci motion control assembly 3.0 was replaced by a field service engineer and was returned to stryker mako for analysis. All testing was successfully completed per the fru test matrix for the replacement of the 209953 cpci motion control assembly 3.0. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #813 has been initiated to continue to monitor for events related to this device.

Event description:
A surgeon was performing a procedure using the robotic arm interactive orthopedic system (rio) implants. During pre-surgery checks, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities. And the case was delayed until a second (rio) became available. The case was then completed successfully.